Event description:
It was reported that a pt underwent a vaginal hysterectomy, then a tension-free vaginal mesh procedure on an unk date. Bleeding occurred at the incision site during the exenteration of the uterus. After the surgery, the pt had a fever and an elevation of c-reactive protein. The result of the MRI showed there was an abscess in the pelvis area. The pt was hospitalized, then prescribed an antibiotic. After about one month, the pt returned home, however, she had a fever and she was re-hospitalized. A surgery to remove the purulent matter was performed. The pt was re-hospitalized, and prescribed an antibiotic. The surgeon has taken a wait-and-see approach. The surgeon opines that the contributing factor to the infection was the hematoma from the incision site bleeding which occurred during the hysterectomy. The surgeon was considering removing the device if the pt's condition persists.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.